Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 1.3 (10:30 am), lab: 3.1 (5:30 am), mean: 2.2, confidence limits: 1.4 - 3.1. Same date: inratio: 1.8, lab: 1.6, mean: 1.7, confidence limits: 1.2 - 2.3. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, the testing time interval was 5 hours. Tr# 0150 reads that readings are valid if tested 3 hours or less. For the second set, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time. This case qualifies as an adverse event. Patient was admitted to the ER and vitamin k was given. As a result, further testing is required.

Event description:
Caller alleged inaccuracy with inratio. Results as follows: date: 2007, inratio: 1.3 (10:30 am), lab: 3.1 (5:30am). Same day, inratio: 1.8, lab: 1.6.